Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: h3 (¿no¿ was selected in error on the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps were in accordance with the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the auxiliary water channel. There was a leak on scope cover. Therefore, the foreign material may have been unremoved because the device was not reprocessed properly by the scope cover leak. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the jet tube. There were no reports of patient involvement.